Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: interference and picture loss. Probable root cause: tx antenna/main board, rx antenna/main board, connectors, tx/rx software, wireless channel availability, wireless interference with other systems in the room, use error, faulty hdmi cable, faulty fan resulting in increased device temperature, excessive channel restriction. The reported failure mode will be monitored for future reoccurrence. *note: the investigation was previously closed based on product not received; however, the product has now been physically received at stryker endoscopy, and the investigation has been re-opened. Investigation as follows is now based on product received. Alleged failure: "early in the case the slave monitor suddenly half screen disappeared and blue band at base of screen with lines on it ap0peared then slave went off completely. It came back on after a while several minutes. The users first took the action of changing slave monitors for a second similar unit in the department and the same happened again / the same interference and picture loss. Second monitor used and then reverted to the main stack scvreen. No further adverse consequences reported. (B)(6) visited the theatre after the first incident and disconnected the transmitter sync box from the camera stack and powered it down, then reconnected the hdmi cables at both the camera and sync ends. And powerd up the sync box. After this the sync was re-established and appears to be working ok. No other actions taken apart from reporting the incident." Conclusion: reported failure mode was not reproduced during investigation. However, a number of potential flicker and wireless connectivity disruption events were found in st logs downloaded from both s/n (B)(6) and receiver s/n (B)(6) returned from the site. Probable root cause of video flickering for both devices is likely due to wireless interference. Wireless metrics logged from both devices were consistent for an overcrowded wireless environment. Wireless channel data logged by the transmitter found periodic <-71 pavg threshold breaches, resulting in frequent alt channel jumps and e1_9 errors for both "no available alternative frequency" and "no available non-dfs frequency". Frequent 2000+ error block counts and <10 sds misscounts were also prevalent in most usage sessions logged by the receiver. Overall, these events indicate that the interference source is likely another synk 4k device or other active rf transmitter running in the 5ghz band. Other sources can include nearby radar, weather stations, and low-power wifi access points. If using a connected or hub, having wifi enabled may also interfere with video transmission. Use of 20mhz transmission mode could potentially mitigate wireless interference issues by increasing the availability of channels for use by synk 4k. However, video source must be set to 1080p in order to use this feature. When configured in 20mhz mode, a brief pulsing blue led light will be visible when powering up the transmitter. If a 4k video source is detected while in this state, the led will pulse amber and wireless link functionality will be disabled. Please see pg. 19 en of synk 4k user guide for more information. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image during procedure.